Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
D10, h6 and h10:  the delivery system and case imagery were returned to edwards lifesciences for evaluation.   During visual inspection, the distal balloon was observed to be bunched.  No abnormalities were observed on the balloon distal and proximal shoulders (not flared out).  The imagery provided showed the device post-procedure. The delivery system and sheath were withdrawn as a single unit.  Compression of the sheath shaft was observed, and the delivery system balloon was distal to the sheath tip. The image confirmed the complaint.  Due to the nature of the complaint, no dimensional analysis was performed.  Due to the returned condition of the delivery system (balloon previously expanded), it was not possible to reinsert the delivery system through a sheath. Therefore, no functional testing was performed. The complaint was confirmed by visual inspection. During manufacturing, the delivery system was both visually inspected and tested several times throughout the process.  The inspections and tests were performed during the balloon final inspection, balloon final forming, balloon dimensional inspection, x-ray dimensional inspection, flex shaft preparation and final inspection.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that may have contributed to the reported event. Review of lot history did not reveal any similar incidents. A review of complaint history from april 2018 through march 2019 revealed additional returned complaints for the ultra delivery system for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  No manufacturing nonconformances were found. A definitive root cause was unable to be determined; however, available information suggests that patient factors (tortuosity) and/or procedural factors (residual volume in balloon; device flexed during removal) may have contributed to the complaint events.  Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation was not required.  The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. Per post-market surveillance plan, complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from january 2019 to march 2019 revealed the trigger for trend review has been met for the complaint code.  The ultra delivery system instructions for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  Per the procedural training manual, during system removal:  completely unflex the delivery system.  Retract the loader!  More resistance is felt when removing delivery system through sheath. Ensure all residual fluid in balloon is removed after deployment.  Maintain guidewire position in the aorta.  Pull the entire delivery system through the sheath. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary.  Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal.  Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on provided imagery. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned device. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR provided no indication that a manufacturing non-conformance contributed to the reported events. Complaint history review and IFU review suggests that it is possible that patient and procedural factors could contribute to the complaint. Tortuosity and calcification in the access vessel can create non-coaxial withdrawal angles between the delivery system and the sheath, resulting in the balloon or shoulder of the delivery system getting caught on the sheath tip. Additionally, it is possible that the residual fluid contributed to the withdrawal difficulty by increasing the balloon profile, contributing to it getting caught on the sheath tip. It is possible that patient factors (access vessel tortuosity and calcification) and/or procedural factors (residual fluid in inflation balloon) could have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined at this time. No corrective actions or pra escalation are required at this time.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  Imagery provided showed the device post-procedure.  The delivery system and sheath were withdrawn as a single unit.  Compression of the sheath shaft was observed and the delivery system balloon was observed to be distal to the sheath tip.  During manufacturing, the delivery system was visually inspected and tested several times.  The inspections and testing were conducted during balloon final inspection, balloon final forming, balloon dimensional inspection, x-ray dimensional inspection, flex shaft preparation and final inspection.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of the lot history did not reveal any additional complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿. A review of complaint history from april 2018 to march 2019 for the edwards ultra delivery system (model 9630tf, all sizes) similar returned complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿.  The complaints were confirmed, but no manufacturing non-conformance's that would have contributed to the events were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit for this trend categories. The ultra delivery system instructions for use, the device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  Based on the review of the IFU and training manual, no deficiencies were identified.  Since no product non-conformance's or labeling/IFU deficiencies were identified, an fmea assessment was not required. The complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed based on provided imagery. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformance's were identified in the returned device. Furthermore, a review of complaint history, lot history, DHR, manufacturing mitigation's, and the DHR provided no indication that a manufacturing non-conformance contributed to the reported events. Complaint history review and IFU review suggests that it is possible that patient and procedural factors could contribute to the complaint. Tortuosity and calcification in the access vessel can create non-coaxial withdrawal angles between the delivery system and the sheath, resulting in the balloon or shoulder of the delivery system getting caught on the sheath tip. Additionally, it is possible that the residual fluid contributed to the withdrawal difficulty by increasing the balloon profile, contributing to it getting caught on the sheath tip. As such, it is possible that patient factors (access vessel tortuosity and calcification) and/or procedural factors (residual fluid in inflation balloon) could have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined at this time.  No corrective actions or pra escalation are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the ultra delivery system balloon could not be retrieved through the axela sheath.  The balloon was intact but when it was attempted to be pulled back into the sheath it caused the sheath to ¿concertina¿ in two parts of the shaft.  The most distal ¿concertina¿ was most defined and caused the most resistance.  Concerned that the sheath would cause harm to the vessels during manual removal, the physician opted to perform a cut down.  The patient was noted to be doing ¿well¿ after the procedure.